Event description:
It was reported the high flow insufflation unit exhibited cavity mode can not be switched. The moment when the issue occurred is unspecified. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the customers reported event is due to a defective printed circuit board. In addition, the following malfunctions were found during the device evaluation the flow rate is unable to reach standard due to defective primary pressure reducer. The front panel gets turned off and the alarm sounds due to printed circuit board. Olympus will continue to monitor field performance for this device.